Manufacturer narrative:
Additional information: the stent placed to cover and secure the detached device was a medtronic onyx stent. The guidewires used during the procedure were non-medtronic devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: on the angiographic images it was noted that the stent was possibly broke into 2 pieces. No attempts were made to remove the detached portion and was not removed from the patient. Another stent was placed to secure with no issues noted with deploying the stent covering the initial stent. The lesion being treated was mildly tortuous, mildly to moderately calcified in the proximal circumflex (cx) artery. The device was inspected before use with no issues noted. Negative prep was only performed when the stent was positioned at the lesion, then negative pull on inflation device was performed with no issues noted. Resistance was not encountered when advancing the device. The lesion was not pre-dilated, direct stenting was carried out. Resistance was noted during withdrawal of the device. It was noted that the guidewires used on the lad and circumflex appeared possibly tangled. Excessive force was not used. The device was not kinked and re-straightened during use. No further patient complications have been reported as a result of this event. Lot number, patient weight and initial reporter first name added. B. Adverse event or product, outcome attributed to adverse event, h1. Type of reportable event and imf codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, the device detached, cracked or fractured during removal of the device. The detached portion of device remains in the patient. The lesion being treated was in the proximal circumflex (cx) artery. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. No patient complications have been reported as a result of this event.